Manufacturer narrative:
Suspect device received on october 18, 2021. Device evaluation completed on november 08, 2021: upon visual evaluation of the image provided in the complaint, the product is observed in a yellowish color. No apparent rupture has been identified. 8 as the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Hematoma is a collection of blood within the space around the implant. Symptoms of hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. For the capsular contracture developed in the patient´s breast, mentor concluded that this was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusions to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. H6 health effect - clinical code e2402: cosmetic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/8/2021, it was reported to mentor that the date of removal was (B)(6) 2021. The patient experienced breast mass, hematoma, capsular contracture baker grade IV and rupture on the left side. The implant was replaced with mentor memorygel breast implant 450cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from a breast mass and breast pain on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.